Event description:
As reported by the facility: tiny pin prick holes throughout tubing and had chemo leak. Additional information provided by the facility indicated the nurse was at the beside when the incident occurred and no one suffered any adverse sequela associated with the incident. The sample was discarded due to chemo contamination.

Manufacturer narrative:
The actual device in the reported incident was not made available to the manufacturer to be evaluated. However, the facility did return two unused, packaged and sealed samples for evaluation. No visual manufacturing defects were noted. The unused returned samples were physically tested for leakage and subjected to a pull test at the bonded joints. Both samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. Although no inventory remains of the reported lot, the house retain samples for the reported lot were also physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacture process. There are no other reports of this nature against the reported catalog number or lot number. Without the actual sample a through evaluation could not be performed. No specific conclusions can be drawn.